Event description:
N/a.

Manufacturer narrative:
The cusa clarity 36khz curved extended microtip¿ (c7411s ) was returned for evaluation: failure analysis - a visual evaluation of the returned tip and flue returned did not find any signs of damage, a tip blockage, or anything else that could lead to a suction malfunction. Root cause - the reported issue is not confirmed as no fault was found. The most likely root cause is that the suction tubing had a kink, or that the tubing connection was not adequate; however, the tubing was not returned for evaluation. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
Facility reported that during an intracranial tumor (metastatic tumor) removal procedure, a suction malfunction occurred with the cusa clarity 36khz curved extended microtip¿ (c7411s) causing the mist to 'fly away,' resulting in a poor visual field. As a result, the device was replaced with a new one, and the procedure continued without any adverse effects on the patient. However, the surgical time extended by more than 30 minutes.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.